Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken and therefore error b30 occurs and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause video cable is broken and therefore error b30 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had image is interrupted and problem with the contacts or internal connections. There were no reports of patient harm.